Event description:
Customer reported false negative urine hcg results on several patients. Several attempts were made to obtain more information from customer who initially stated that the test was not giving accurate results. The office manager called back regarding investigation findings. No specific details were given or known by caller other than the staff performing the test stated they had 'several' false negative hcg results. Customer is now using cassettes and has not had any issues or complaints from the staff.

Manufacturer narrative:
Retain testing: lot number (s): hcg0030293. Expiration date(s): 03/2013. Control lot: 25 miu/ml hcg urine control lot: hcg110328-01, 100 miu/ml hcg urine control lot: hcg110307-01, 202.7 iu/ml hcg urine control lot: hcg110810-01. Clinical negative urine specimens from 10 different volunteers. Summary of results: the retention strips meet qc specification. Details as bellow: correct positive results were observed at three minute read time when tested with 25 miu/ml hcg urine control (n=5). Correct positive results were observed at three minute read time when tested with 100 miu/ml hcg urine control (n=5). Clearly positive results were observed at three minute read time when tested with 202.7 iu/ml hcg urine control (n=5). Correct negative results were observed when tested with ten negative urine samples at three minute read time. (N=1 on each sample). No conflicting result was observed. Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. Summary of results: the retention strips meet qc specification. Details as bellow: correct positive results were observed at three minute read time when tested with 25 miu/ml hcg urine control (n=5). Correct positive results were observed at three minute read time when tested with 100 miu/ml hcg urine control (n=4). Clearly positive results were observed at three minute read time when tested with 202.7 iu/ml hcg urine control (n=3). Correct negative results were observed when tested with ten negative urine samples at three minute read time. (N=1 on each sample). No conflicting result was observed. Customer's observation could not be reproduced in-house with control samples. Hcg urine controls at cutoff and high level were tested with retain and return products. All test results met qc specification. Manufacturing batch record review did not observe failure. Unable to identify the root cause due to insufficient information. This issue will be tracked and trended. No product deficiency was established; no corrective action required at this time.